Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had helium gas leakage. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse reinstalled the helium tank after finding that it was loose. The helium leakage test passed.

Event description:
N/a.